Event description:
It was reported that there was a possible infection. There was a ¿green slime¿ leaking out of the patient¿s battery pocket and it was ¿pink.¿ there was drainage and incisional wound opening at the device pocket. The patient was alive with no injury at the time of this report. A manufacturing representative (rep) advised the patient to call her implanting physician and try and see him today. It was unknown if action was required. It was later reported that the patient did not follow up with the doctor and had not answered or returned the rep¿s calls. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).